Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck once delivering a bolus and menu button did not open a menu. The customer¿s blood glucose level was unknown at the time of the incident. Customer was hospitalized at this time but not due to diabetes. Customer reported that the insulin pump was stuck sometimes but they was able to solve the problem by taking the battery out and putting it back in. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.